Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site. As a result, the patient's scs system was explanted.

Event description:
Further follow-up indicates the infection has since resolved.